Event description:
Patient was embolized with nbca glue for avm of the face and mandible with finding of necrotic bone and glue throughout the mandible with chronic infection which is difficult to remove and control.

Manufacturer narrative:
Information was received indicating referencing patients that had a finding of bone and glue throughout the mandible with chronic infection post use of nbca glue embolization for ateriovenous malformation (avm) of the face and mandible. It was indicated that this was difficult to remove and control. No further information regarding the patients, the nbca or the specifics of the treatment or patient outcome has been provided in response to investigational efforts. The lot number(s) of the nbca used is not known; therefore, the device history records review cannot be completed. Based on the lack of information pertaining to the event, no conclusion regarding the root cause or contributing factors can be made. Allergic reaction and infection/inflammation are potential adverse events associated with embolization procedures using nbca as outlined in the instructions for use (IFU). It is further outlined in the IFU that the trufill nbca liquid embolic system is indicated for the embolization of cerebral arteriovenous malformations (avms) when pre-surgical devascularization is desired. The IFU warnings further indicates that the safety and effectiveness of the trufill n-bca system as a long-term implant has not been established. Therefore, no corrective actions will be taken at this time.